Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "right subclave catheter 22 fr, bilumen was passed, return is verified, subsequently presents desaturation and sustained hypotension, yelco is passed in right hemitorax with bubbling, right thorax tube was passed before the suspected neboten bubble. Desaturated from the beginning of the turn (after passing the right subclave catheter), evidence on rx pneumotorax right thorax. They passed a right chest tube, with important initial air outlet, distally angled tube is observed, for which it is removed 1 cm, tot high recommended, (1.5 cm is inserted). Rx chest control with improvement and reolution of pneumotorax, remains with residual pneumotorax." The patient's condition is reported as critical.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "right subclave catheter 22 fr, bilumen was passed, return is verified, subsequently presents desaturation and sustained hypotension, yelco is passed in right hemitorax with bubbling, right thorax tube was passed before the suspected neboten bubble. Desaturated from the beginning of the turn (after passing the right subclave catheter), evidence on rx pneumotorax right thorax. They passed a right chest tube, with important initial air outlet, distally angled tube is observed, for which it is removed 1 cm, tot high recommended, (1.5 cm is inserted). Rx chest control with improvement and reolution of pneumotorax, remains with residual pneumotorax." The patient's condition is reported as critical.